Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra2 meter is giving inaccurate high reading of "190 mg/dl" compared to normal reading/feeling. This complaint is classified according to the documentation of the customer care advocate. The patient managed his diabetes with oral medication and/or diet and exercise. On the afternoon of (B)(6) 2011, the patient obtained the alleged inaccurate high reading. According to the patient, he took oral medication based on the alleged inaccurate high reading and developed symptom of trembling. On (B)(6) 2011 at 11 am, the patient reportedly self treated with food/drink. The customer care advocate verified that the subject meter was programmed with the correct unit of measurement. There was no control solution to perform a quality control test during troubleshooting. This complaint is being reported because the patient alleged developed symptoms and took treatment that could be suggestive for hyperglycemia after he managed his diabetes with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k #k053529.